Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's lead had high impedances and patient lost effective therapy as a result. To address the issue, the entire system was explanted.